Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they can tell when the police go by and checks when they are speeding. They can feel him trigger it because they have nerve damage. It's the brain and it is completely different than we are used to. They mentioned again that a cop was following them and when the cop "tagged" them they felt a "jolt" (clarified when cop checked for speeding). Pt stated they think this started on the 5th of this month; they went up to (B)(6) on the 4th and noticed this since then. Pt stated they noticed a police officer following them and that's when they noticed symptoms following this. Additional information was received from their nurse who clarified that the nerve damage was unrelated to the device or therapy.